Manufacturer narrative:
Follow-up # 1 date of submission 10/11/2013 - device evaluation:the pump has been returned and evaluated by product analysis 09/23/2013 with the following findings: during testing, the pump powered on and the display was found to function properly. A review of the daily dose history showed that the date had changed multiple times; the date changed from 05/27/13 to 05/27/14 and from 06/14/14 to 06/16/13 on separate occasions. There were no dates shown in black box from this time due to continued use. There was corrosion observed in the battery compartment. A leak test was performed, however, no leaks were found. The pump was opened and moisture damage was found on the printed circuit board. Unrelated to the complaint, evaluation revealed the internal clock battery on the printed circuit board had failed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. The reporter alleged that the display screen was blank and there was visible moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.